Event description:
The customer alleged questionable thyrotropin (tsh) results on 2 samples from the same patient. On (B)(6) 2012, the tsh was 20.920 uiu/ml; this result was reported outside the laboratory. The test may have been repeated on (B)(6) 2012, with a result of 20.0 uiu/ml; clarification has been requested. The test was repeated on (B)(6) 2012, with a result of 19.96 uiu/ml. On (B)(6) 2012, the test was repeated on an abbott architect with a result of 15.487 uiu/ml. A second sample was drawn on (B)(6) 2012, with a tsh of 5.780 uiu/ml. The test may have been repeated on (B)(6) 2012, with a result of 5.49 uiu/ml; clarification has been requested. The test was repeated on 03/09/2012 with a result of 5.4 uiu/ml. On (B)(6) 2012, the test was repeated on an abbott architect with a result of 3.947 uiu/ml. The patient was not harmed. The tsh reagent lot number was (B)(4) with an expiration date of 07/30/2012. On (B)(6) 2012, the customer complained that microbead mixer rinse station was not functioning properly and rinse water was being carried into the reagent bottles. It is unclear whether this problem was related to the tsh results being reported. The investigation found that, since the abbott architect results show the (B)(6) 2012 sample to be higher than the (B)(6) 2012 sample, a reagent-specific interference can most likely be excluded.

Manufacturer narrative:
The event occurred in (B)(6). Describe event or problem: it was verified that both samples were tested 3 times each for tsh on the e601 module. For the sample drawn on (B)(6) 2012 the tsh results were 20.920, 20.0, and 19.96 uiu/ml. For the sample drawn on (B)(6) 2012 the tsh results were 5.780, 5.49, and 5.4 uiu/ml.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6). Describe event or problem: it was verified that both samples were tested 3 times each for tsh on the e601 module. For the sample drawn on (B)(6) 2012, the tsh results were 20.920, 20.0, and 19.96 uiu/ml. For the sample drawn on (B)(6) 2012 the tsh results were 5.780, 5.49, and 5.4 uiu/ml. Patient samples were not available for investigation. Based on the reference ranges of both the roche and abbott tsh assays, the clinical decision with both assays would be the same. An issue with the roche tsh assay can be excluded.